Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that the flat flex cable inside the endoscopic camera manipulator (ecm) was not properly seated. The fse reseated the cable and there were no further errors on the system. The fse proactively replaced the ecm. The fse also replaced a fan on remote arm controller (rac) 3 as it had low rotations per minute (rpm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ecm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure. The error 23017 reproduced during check sensors via matlab. The root cause was attributed to electronic component failure. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, error 23017 occurred. The technical support engineer (tse) viewed the system event logs and confirmed error 23017 pointing to the endoscopic camera manipulator (ecm). The customer performed a hard power cycle with emergency power off (epo), but the error occurred again. The operating room (or) staff decided to convert to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the troubleshooting delay was between 15 and 30 minutes and did not occur during warm ischemia time. As such, the issue did not occur during a critical surgical step. The procedure was completed laparoscopically which was noted to have been 2 hours longer than robotically. The patient was reported to be doing fine. The total operative time was 3hr 45min.